Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/09/2013 with the following results: testing confirmed the complaint. In-house leak test was performed and a keypad leak was found. Pump returned with visible moisture in the display lens. Pump was unable to power on and has no vibratory or audible sounds. Unable to download the black box data and pump history. Removed pump cover; inspection confirmed the pump has internal moisture damage. Unable to complete all required investigation steps due to inability to power on the pump and internal moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter claimed the animas insulin pump lost power after the patient went swimming. There was water damage within the subject pump. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.